Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during investigation, the pump powered on to a functioning auditory alarm. The pump was opened to find no damage to the piezo or the piezo contact pads. The complaint of quiet sounds was unable to be duplicated during the investigation.